Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2006. During the procedure, the balloon perforated. The physician then performed a dilatation and curettage procedure with no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.